Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that an error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the three reports. Cross reference MFR. Report number 8010047-2016-01127. Cross reference MFR. Report number 8010047-2016-01128.

Event description:
During an unspecified procedure, the subject device was used. It was reported that unspecified error occurred by a few outputs from the beginning of use and the device could not be used any more. No further information was reported. There was no patient injury reported. After olympus medical systems corp. (Omsc) received three devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of one device was severely worn on (B)(6) 2016. And the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient. The ptfe pad of another was severely worn. The other did not correspond to the criteria of MDR. There was no information about the order of the device use. This MDR is one of three reports and is regarding the ptfe pad severe wearing.